Event description:
It was reported that on an unspecified date a flogard infusion pump experienced an insert slide clamp alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Review of the event log identified the reported insert slide clamp alarm. The cause was determined to be a dirty safety/slide clamp assembly. In order to address this condition, the safety/slide clamp assembly was cleaned. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.